Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. A test blade was plugged into the monitor and the monitor was powered on; the image was good. The cable was manipulated at the input to check for shorts in the input connector; no failures occurred. The monitor was opened to check for loose cables; all the cables were good. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor, the screen kept going blank. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.